Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while charging the pump, the customer could not turn the pump on. The customer's blood glucose (bg) level was 259 mg/dl. The customer was to use insulin injections to manage diabetes.